Event description:
It has been reported to philips that the system would not boot and would freeze on the screen stating, "system staring, expected time needed: 00:00". The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system not booting up. Review of the log files showed geo-pc related issues. Upon troubleshooting, the fse found that the geo pc is not powered up, possible short circuit internal to the pc. The defective parts were returned for analysis, for geo pc malfunction was not observed, the mode of failure was s61 ¿ unit non-functional/dead, s15 ¿ wrong component, s64 ¿ battery charge/discharge issue. However, the replacement of geometry pc, reloading of software by the fse has resolved the reported issue. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.